Event description:
This lv lead was implanted on (B)(6) 2015 and remains implanted at this time. A call was placed to technical services on 07/18/2016 stating that there was a question of lv capture on presenting egm and 3 pmt episodes. The physician was dr. (B)(6) at (B)(6) hospital center in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).